Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. One clip was successfully implanted on the medial side of a2/p2. To further reduce mr, a second clip was inserted and deployed laterally of the first clip. However, after deployment, it was observed a tear on the posterior leaflet occurred. To treat the tear and stabilize the clip, an additional clip was inserted and deployed. However, it was observed the second clip remained slightly mobile on the leaflets. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration (partial clip movement) appears to be a cascading event of the tissue injury. The reported tissue injury (leaflet tear) appears to be due to challenging patient anatomy (posterior leaflet prolapse). Additionally, tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.